Event description:
The device was implanted in 1998 due to osteoarthritis. In november 2003, x-rays indicated the implant was loose. Implant was revised in 2004. At surgery it was found that the tibial component was loose and seemed to have failed at the implant-cement interface.